Event description:
It was reported the subject device had noise in observed image, observed image turns purple at service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of charged coupled device (r-unit). Components failure of the unit spanning from the distal end to the main body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image is due to a component failure of the charged coupled device. Olympus will continue to monitor field performance for this device.